Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller states the side rail has broken and fallen off the bed. No alleged injuries involved.